Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedances measuring greater than 2000 ohms on the right ventricular (rv) lead. Subsequently, this pacemaker and lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found significant amount of calcium deposits in the lead tip that may have contributed to the reported observations. An x-ray was performed that found the conductors were intact and showed no issues. Patient code 3191 captures the surgical intervention.

Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedances measuring greater than 2000 ohms on the right ventricular (rv) lead. Subsequently, this pacemaker and lead was explanted and replaced successfully. No additional adverse patient effects were reported.